Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed by MRI. Device remains implanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: underweight, an opening on radius, wear abrasion, fold creases, and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: a sharp crease opening on radius and stress marks. Based on the device analysis the final assessment is: an opening due to a sharp crease assessed as fold flaw opening.

Event description:
The device has been explanted.